Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-21. Investigation summary: to aid in the investigation of this incident, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, the septum component was observed damaged and detached. The septum component is received from a supplier manufacturing facility; however, it is possible for this type of damage to result during the assembly and or packaging of the product at the final manufacturing location. An exact cause for this incident has not been determined. A device history review could not be completed as no batch number was provided. Our quality records have been reviewed and this issue appears to have a low occurrence. At this time, further action has not been determined necessary.

Event description:
It was reported that a stpck q-syte wht 360deg w/o nut cap ns leaked during use. The following was reported by the initial reporter: "this is a report about leakage from the connection with q-syte. No health hazard to the patient was reported. (B)(4). (B)(6) . The sales rep reported additional information. On this complaint q syte stop cock was broken. [(B)(4). (B)(6) ] the sales rep reported additional information as follows: this is an incident occurring in a patient with colorectal cancer. Treatment with mfolfox6 started at 15:00 on (B)(6) 2020. (The patient is willing to be hospitalized for each chemotherapeutic course and is thus hospitalized every two weeks.) At around 14:00 on (B)(6) 2020, the patient walked to a hospital shop (during administration of 5-fu [5-fluorouracil]). When taking a seat after the purchase, the patient heard a cracking sound, noticed that the clothes got wet, and confirmed leakage. The patient then returned to his/her room and reported to a nurse. The clothes were soiled with chemo; however, no health hazard to the patient and his/her surrounding people was reported.".

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a stpck q-syte wht 360deg w/o nut cap ns leaked during use. The following was reported by the initial reporter: "this is a report about leakage from the connection with q-syte. No health hazard to the patient was reported. (B)(6) 2020 (B)(6). The sales rep reported additional information. On this complaint q syte stop cock was broken. [(B)(6) 2020 (B)(6) on behalf of (B)(6)] the sales rep reported additional information as follows: this is an incident occurring in a patient with colorectal cancer. Treatment with mfolfox6 started at 15:00 on 11/02/2020. (The patient is willing to be hospitalized for each chemotherapeutic course and is thus hospitalized every two weeks.) At around 14:00 on (B)(6) 2020, the patient walked to a hospital shop (during administration of 5-fu [5-fluorouracil]). When taking a seat after the purchase, the patient heard a cracking sound, noticed that the clothes got wet, and confirmed leakage. The patient then returned to his/her room and reported to a nurse. The clothes were soiled with chemo; however, no health hazard to the patient and his/her surrounding people was reported."